Event description:
The complaint is reported as: during the left jugular central venous catheter placement procedure, when the guide was displaced it was frayed so two punctures were required for the patient. Three catheters were used during placement. Additional information was requested but not received at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: during the left jugular central venous catheter placement procedure, when the guide was displaced it was frayed so two punctures were required for the patient. Three catheters were used during placement. Additional information was requested but not received at the time of this report.